Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, serial/lot #: (B)(6), UDI#: (B)(4) h3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. The input/output (io) panel (product ID: I/o 9735818 panel assy-dual cart s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d02, b01, c13 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Codes d14, b01, c19 apply to the computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the main cart monitor went completely black. The site rebooted the system and upon boot, the system went unresponsive. It was noted that the site exchanged the system for another navigation system and continued with the case. It was mentioned that the system had a history of unexpected shutdowns, as the main cart battery, camera cart battery, and uninterrupted power supply (ups) had been replaced four times in the past. The solid-state drive (ssd) was replaced recently as well. It was unknown if there was a delay to the procedure. There was no reported impact to patient outcome.

Event description:
Additional information was received. The issue occurred pre-operatively, there was no surgical delay, and no impact to the patient's outcome.

Manufacturer narrative:
H2) please see section b5 for the additional information and section a1-4 for patient demographics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.